Event description:
Procedure type: colectomy. According to the reporter: the procedure was on (B)(6) and the customer reports that the suture didn¿t hold after 48 hours. The pt was reoperated on (B)(6), and a fistula was noticed. The incident occurred during post-operative time, the device had not been kept.

Manufacturer narrative:
(B)(4).